Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, customer reported the vessels were incompletely coagulated by incomplete vessel sealer extend (vse) instrument sealing. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail to deliver energy. There was no damage to the conductor wire and the grip cable was not fully broken.

Event description:
Refer to h11 for follow-up information.